Event description:
It was reported that noise was observed on the lead. The rv lead impedance had been gradually increasing. The lead was explanted and will not be returned.

Manufacturer narrative:
No medwatch form was received.